Event description:
It was reported that the ilet displayed alert 41 (insulin absolute range error) following a supply change, after which the user cleared the alert, restarted the device, attempted a dry run, and repeatedly encountered a restart prompt and inability to proceed during rewind despite multiple attempts, consistent with a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem identified with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.